Manufacturer narrative:
Update: litigation papers were received alleging metallosis and aseptic lymphocyte dominated vasculitis associated lesion (alval). Doi: (B)(6) 2004 (right side). The devices associated with this report were not returned. A complaint database search still finds no other reported incidents against the provided product and lot combinations since their release for distribution. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for possible infection and possible osteolysis. Litigation papers were received alleging metallosis and aseptic lymphocyte dominated vasculitis associated lesion (alval).